Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm, no rewind anomaly and no motor error alarm noted during test. Motor passed motor test. Device received with cracked battery tube threads. Cracked reservoir tube lip, cracked case display window corner and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed motor error. The customer's blood glucose level was unknown. The customer stated that there was crack on reservoir area, battery area and on window. The insulin pump had random unexplained no delivery alarm and louder rewind. The insulin pump will not be returned for analysis.